Manufacturer narrative:
The device was returned to the service center and the original equipment manufacturer (OEM) has reviewed the content of this complaint. Due to the e12 error (faulty handpiece) being a known issue no device evaluation is required. The console will be repaired and returned to the customer.

Event description:
The service center was informed that during a therapeutic endoscopic sinus surgery (fess) procedure, the patient was already anesthetized on the bed and the diego elite gave an error 12 and would not function. The blade was in the patient¿s nose when the failure was noted. No patient bleeding reported. The user facility reported their was an issue with the foot pedal a couple weeks prior and a new foot pedal was provided. The footswitch was replaced and console was powered off/on without resolution. The facility also attempted the case with three hand pieces and different blades with no activation was observed. The intended procedure was aborted and patient was woken without issue. Additionally, the user facility reported that the patient¿s procedure will be rescheduled and performed with a competitor¿s handpiece.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please the updates in sections: g4, g7, h2, h3, h4, h6 and h10. The device was returned to the service center for evaluation. The evaluation found the blade was not spinning due to faulty rtc board and no monopolar output due to damage rf board. There was also a large crack on the back housing. In addition, the unit was noted to need a hardware upgrade and software version upgrade rtc: v 00.01.20 to 00.01.24 and uic: v 2.3.4.0 to 2.3.10.0. All listed parts need to be replaced and calibrated. The unit was returned to customer unrepaired per customer request. Dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The root cause of the e12 error was found to be the result of a faulty rtc board, and damaged rf board. Per manufacturing procedure f210301, the diego elite console undergoes a functional test and visual inspection for defects. The tests include rf activation at monopolar 40w with a handpiece for 10 seconds and foot switch connection. This suggests that the device was shipped free from damage; therefore, the damages were most likely incurred during transportation or use. Reported failure mode has been remediated through a design change. Issue was isolated to faulty handpieces damaging the console.